Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose levels. Customer's blood glucose level was 528 mg/dl. Customer treated via insulin pump. Customer's current blood glucose level was 160 mg/dl. Troubleshooting was performed. Customer believed the insulin pump under delivered insulin. Customer advised the auto mode feature was active. Customer advised the reservoir leaked which may have resulted in high blood glucose levels. Customer advised the insulin pump passed the high pressure test. The insulin pump and reservoir will not be returned for analysis.